Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the esc button was not working on the insulin pump. Customer's blood glucose was 187 mg/dl at the time of the incident. Customer was trying to escape out of the low reservoir alarm but she could not get past it. Customer stated that the pump was probably bumped a few times but she does not think that it was hit that hard. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.